Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited high, out of range defibrillation impedance. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151304.